Event description:
It was reported to medtronic minimed that the customer alleged there is a crack on the back of the pump, which showed physical damage but did not impact pump functionality. The customer reported blood glucose value of 600 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a. Troubleshooting was performed was using the pump for high blood glucose at the time and was not using a sensor. There is no mention of the auto mode feature at the time of the event. The customer declined further troubleshooting, was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. Pump replacement and return policy were reviewed and understood. No further patient complications were reported. No product replacement or return was required for mmt-332a, mmt-397a. Mmt-1884l was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.